Event description:
Customer reports she could not remove water from gastrostomy tube balloon for removal from pt. She followed instructions from nestle professional services, used several different size syringes but could not deflate the balloon. She finally pulled the tube unitl she could visualize the balloon. She inserted a needle & pierced the balloon, allowing the water to spray out. The catheter was then removed. The catheter was discarded and the lot number was not identified. No pt injury nor medical intervention was required.